Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for follow-up. Lead was exhibiting high, out of range hv lead impedance since implant. High capture was also observed. The lead was capped and replaced. The pace/sense portion of the lead was found damaged. The patient was stable post procedure.